Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of waking up with a blank screen display. Alarm history showed that insulin pump did receive a low battery alert and replace battery alarm, but customer did not hear alarm. Blank screen was resolved at the time of call. Customer's blood glucose was 500 mg/dl. Troubleshooting was performed for blank screen display. Insulin pump would be replaced per customer's request.